Event description:
The manufacturer received information alleging water damage. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca burned by water. Additionally, the failures observed were reusable pollen filter by service, heater plate kit contaminated, inlet/outlet seal contaminated, bottom enclosure damage, internally saline contamination, warning label by bottom cover change, blower contaminated, blower outlet seal/isolator kit contaminated, blower box kit contaminated and ui bezel plus with scratches. The device's event log was reviewed by the service center and error code found. The customer complaint was reproduced, and the device was not repaired due to customer request. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.